Event description:
It was reported that the user experienced persistent hyperglycemia for approximately four hours, with a highest blood glucose of 401 mg/dl, while the ilet was delivering insulin without a corresponding glucose decrease; the user disconnected the infusion set, replaced and primed a new infusion set, administered a subcutaneous insulin pen dose, and later reconnected to the pump and returned to range. Symptoms included thirst, fatigue, malaise, and nausea. Outcomes included non-serious impact, no loss of consciousness, no medical intervention, and assistance from a companion for support only. Investigation included troubleshooting and user education on infusion set management and correction strategies. Investigation of this case revealed a likely infusion set or site issue resulting in inadequate insulin delivery despite commanded dosing; no device alerts other than high glucose were reported, and the pump functioned once a new set was placed and the user resumed therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion site or set occlusion or displacement leading to hyperglycemia, resolved with set replacement and external insulin correction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.